Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensors and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. The customer initially reported via webform but was contacted by adc customer service and the customer reported an unspecified low scan with the sensor. The customer indicated that they experienced dizziness and nausea and they were unable to self-treat. A non-healthcare professional measured the customer¿s glucose (unspecified) and administered novorapid (insulin) injection for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A low readings issue was reported with the adc device. The customer initially reported via webform but was contacted by adc customer service and the customer reported an unspecified low scan with the sensor. The customer indicated that they experienced dizziness and nausea and they were unable to self-treat. A non-healthcare professional measured the customer¿s glucose (unspecified) and administered novorapid (insulin) injection for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Was returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was extracted using approved software, and extraction was successful. Watermark was observed at the base of the tail indicating the sensor properly inserted. The sensor was de-cased and visual inspection has been performed, no issues were observed. The sensor data was reviewed and showed a normal glucose pattern over the course of the sensors life. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed to late sensor removal. All pertinent information available to abbott diabetes care has been submitted.